Manufacturer narrative:
Correction: section h6 evaluation code method and result. Added component code. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 760 ventilator generated a safety valve open alarm and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed reported issue in memory but did not reproduce. Sp replaced the pressure solenoid (psol) printed circuit board (pcb). Ventilator passed all testing per manufacturer specifications at the time of service. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not provided due to the (B)(6) privacy law. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 760 ventilator generated a safety valve open alarm and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
Correction: the initial medwatch report and follow-up report repair details were reported incorrectly. Correction: section b5.description event problem correction: section h6: device code correction: h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 760 ventilator generated an alarm. The ventilator continued to deliver breaths to the patient. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. The following parts were recommended to be replaced due to a review of the ventilator logs: (erasable programmable read-only memory (eprom), nonvolatile random-access memory (nvram), and controller printed circuit board (pcb)) but the unit was returned without repair per customer's request. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed before release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 760 ventilator generated an alarm. The ventilator continued to deliver breaths to the patient however, the patient was placed on an alternate ventilator without injury.